Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. There contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a pinhole in the balloon wall on the proximal edge of the distal markerband. There was a scratch to the left of the pinhole. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination of the markerbands and bonds presented no damage or irregularities. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. After a micro catheter was advanced to the target lesion, a 2.00mmx30mm emerge balloon catheter was advanced to dilate the lesion. However, upon the first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. After a micro catheter was advanced to the target lesion, a 2.00mmx30mm emerge balloon catheter was advanced to dilate the lesion. However, upon the first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.